Event description:
It was reported, that due to small body surface area (bsa). The patient had an expected low flow. The hospital requested, to decrease the low flow alarm threshold. Additional information was received, that the patient developed right ventricular (rv) failure and passed away on (B)(6) 2023. With no resolution to the low flow alarms. Rv failure was did not exist before the implant. The information if/ how the device caused or contributed to the rv failure was not available. Despite inotropic and nitric oxide support, the patient continued to experience the rv failure and died in the operating room, during implant procedure. If the death was considered to be device related was not provided. However, the device reportedly, operated as expected. An autopsy was said to be performed on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted, once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient passed away due to right ventricular (rv) failure and stroke. Additional information was received that the patient underwent a mitral valve surgery on (B)(6) 2023. No further details or information was available. The customer also did not share any information regarding the intentional pump stops or the power cable disconnect events revealed during investigation of the returned pump and associated log files.

Manufacturer narrative:
This information had been reported under MFR#: 2916596-2023-07254. Manufacturer's investigation conclusion: low flow alarms were confirmed by an onsite evaluation by an abbott representative. Although a specific cause for the alarms could not be conclusively determined, the account communicated that they were associated with the patient's small body surface area. Additionally, a direct correlation between the device and the reported right heart failure, stroke, and subsequent patient outcome could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 17¿ from the pump header. The remainder of the pump cable was returned; however, the modular cable was not returned with the device. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief properly engaged to the graft attachment hardware. The cuff lock had been disengaged prior to the pump's return for evaluation and the apical cuff was not returned with the device. A piece of a blue latex glove was observed covering the inlet extension upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, stroke, and death as adverse events which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. This section also states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that patients may develop right ventricular failure during or shortly after implant and outlines indications of right heart failure as well as the recommended treatment options. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5, entitled "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.